Event description:
It was reported that the table locks released when the technologist stepped next to the lock release pedal but not on the pedal itself. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) examined the table foot pedals to initiate the table up/down/float motions and noticed that shims were missing underneath the assembly. The fe fixed the site by ensuring the pedals were properly shimmed.